Event description:
Related manufacturer report number: 2017865-2022-06062. During the implant procedure, the patient presented with desaturation. The patient was then admitted to the intensive care unit. X-ray imaging was performed and a pneumothorax was observed. Drainage was not required and intravenous diuretics were performed to resolve the event. The patient was in stable condition. Further information was requested but is not yet available.

Event description:
Additional information received indicated the pneumothorax was due to a non-abbott access product. There are no allegations of malfunction and the abbott leads did not cause or contribute to the event.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.